Event description:
While attempting to cannulate a chronically occluded right coronary artery, the guide wire tip sheared off and remains in the sub intimal track of the arterial vessel. After multiple failed attempts to retrieve the wire, it was determined no harm or bad outcome would occur. Approx 30 ml of the distal wire tip is dislodged and remains in pt artery. Procedure is subsequently aborted.